Event description:
It was reported that there was increase in threshold, slight changes in impedance, possible dislodgement, and no capture or sensing in the ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.